Manufacturer narrative:
At the time that the incident was reported, the cause of the infection was unknown. Only the a et1-302807 height expansion, 9mm x 28mm x 7-11mm, 0 deg was removed. The screws and rods were not removed. The implant was sent out to be cultured. No results have been provided to seaspine at the time of this report. The representative alleges that the patient was not allergic to anything and confirmed that the implant was sterilized properly. Additionally, the surgeon's practice is to submerge everything in betadine prior to placing in patients. Review of labeling: possible adverse events: serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism, or death.

Event description:
A surgeon reported to his representative that they'd removed an explorer to implant on (B)(6) 2021. A et1-302807 height expansion, 9mm x 28mm x 7-11mm, 0 deg was implanted and a couple of weeks later, an infection was observed. There have been no details provided by the reporter on symptoms that lead to suspecting an infection. The implant was removed on (B)(6) 2021. Upon incising the location of the implant, purulent drainage was observed flowing from the incision.